Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - distractor implants: external midface/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hopper, r.a. Et al (2018), counterclockwise craniofacial distraction osteogenesis for tracheostomy-dependent children with treacher collins syndrome, plastic and reconstructive surgery, vol.142 (2), pages 447-457 (USA). The aim of this prospective study is to (1) assess the cephalometric changes that occur as a result of the counterclockwise craniofacial distraction osteogenesis technique and (2) evaluate sleep study and airway data following counterclockwise craniofacial distraction osteogenesis to assess airway improvement. A total of 5 patients (3 male and 2 female) with age range 4.5 to 12.1 years, underwent the counterclockwise craniofacial distraction osteogenesis procedure. Surgery was performed using an external midface distraction device (depuy synthes cmf, paoli, pa.) And a competitor device. The mean follow-up period was unknown. The following complications were reported: patient 4: in a (B)(6) male patient, the rotation was stopped short of this goal because of developing enophthalmos. Patient 5: in a (B)(6) male patient, the rotation was stopped short of this goal because of developing enophthalmos. Patient 1: a (B)(6) female patient had a cheek abscess which resolved with drainage. She also demonstrated rotational relapse of the maxilla and the need for surgical repositioning and plate fixation. The patient has not yet been decannulated, pending planned tongue base reduction surgery. Interincisal opening was comparable to the preoperative state. Patient 3: a (B)(6) female patient had a cheek abscess and orbital abscess which resolved with drainage and with removal of implant, respectively. In the cephalometric analysis, the mean facial plane rotation was 14 degrees forward, with an average relapse of 5 degrees at end-treatment. The mean counterclockwise palatal plane rotation was 17 degrees, with an average relapse of 5 degrees. Mandibular length increased an average of 18 mm, with a 7-mm relapse. The maxillomandibular relation was maintained with a stable a point¿nasion¿b point angle (p > 0.16). This report is for an unknown synthes external midface distractor implants. This report is for (1) unk - distractor implants: external midface this report is 5 of 5 (B)(4).